Event description:
C-spine surgery (B)(6) 2007 sp mva (B)(6) 2006. Bone morphogenetic protein used in surgery - amt unk. (Internal medicine practice). This office (only 300 pts) has seen two women with reactions to bone morphogenic protein. Both pts experienced dysphagia after cervical spine surgery. One pt developed malnutrition due to aspiration of food and inability to swallow sometimes even liquids. The other pt (as identified) is having and continues to have allergic reactions of throat closure, respiratory distress and tolerating liquid or pureed foods only. She is not steroid dependent.